Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator for failed back surgery syndrome, spinal pain and degenerative disc disease. Patient said within 30 day of implant they had infection was in his back and could not specify when asked if it was at ins or lead site. The strain reported by patient or caller was staph. The caller reported total system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.